Manufacturer narrative:
No unresponsive buttons were noted on the insulin pump; all of the buttons function properly. There were not any signs of moisture damage or corroded keypad traces either. However, a connector at the lcd board was found unlocked. The unit also had a cracked reservoir tube lip and minor scratches on the lcd window.

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly; none of the buttons respond. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.